Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clip did not form properly, one side was long and the other was very short. Another device was being used to complete the case. There was no adverse consequence to the patient. One device is being returned.

Manufacturer narrative:
Date sent: 09/16/2008. Information anticipated, but unavailable at this time.